Event description:
Healthcare Professional reported "Becker 3 fibrous capsule and undamaged anatomical implant". Later healthcare professional reported through cytologic report ¿I, II - Fibrous capsule, hyalinized, partially lined with metaplastic synovial membrane. Giant cell granulomas of the foreign body type. No neoplastic changes found". This record is for the left side. Device has been explanted.

Manufacturer narrative:
E1. Phone Number continued: (b)(6).A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: capsular contracture Baker grade III.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.